Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 151-152 mg/dl. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.